Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was able press the green button but could not squeeze the handle and the device did not fire. The device crashed while attempting to staple and the stapler stuck with the load. Exchange of material was done to complete the surgery. There was no patient injury.